Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in bloodwork.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. An event regarding alleged abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause as insufficient information was received. If further information and/or the device becomes available this investigation will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in bloodwork.